Manufacturer narrative:
This regulatory report is being submitted, due to retrospective review through CAPA 624392. F26: no health damage f1908: less than one hour delay to the procedure g2: this event occurred in japan, see e1-e3. H3, h6: the returned fighter was analyzed. It had no physical damage and was found to be fully functional. With markers attached and fully seated, the fighter displayed a good geometry error with normal tracking. No problem found. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system used in a sacroiliac and thoracolumbar procedure. It was reported, that both the small passive fighter orange and medium passive fighter were attached to the instrument and calibrate, but when taken the operative field, it was not recognized. Another fighter was used and the operation was performed successfully. No health damage. There was less than 1 hour delay in the surgical procedure.